Event description:
A 5 mm diameter x 17 mm length bridge x3 biliary stent was inserted into a pt for treatment of a 95% stenosed right renal artery lesion in 2003. Vessels were not tortuous and not calcified. It was reported that the lesion was pre-dilated with a 40 mm x 20 mm balloon. It was reported that the physician inserted the stent delivery system through an 8 french cordis sheath; however, the stent would not cross the lesion. The physician decided to remove the delivery system and while he was pulling the device back, the stent dislodged off the balloon. The physician captured the stent with a balloon and pulled it back towards the sheath. The stent would not go into the sheath and began to come off the balloon. A snare device was used to snare the stent and pull it into the sheath. The pt's femoral artery was dissected during the snaring maneuver, and the pt was sent to surgery to have the femoral artery stitched. The lesion was left untreated. No additional sequelae were reported and the pt is still in the hospital recovering from surgery. The stent delivery system was retained by the medical facility.